Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Based on programmed device settings, an estimation of remaining battery life revealed that the elective replacement indicator should have tripped to yes approx 18 days prior to the office visit. Evoked potential monitoring (ver) reportedly showed a break in the lead. The pt underwent ncp system replacement surgery due to apparent lead failure and approaching end of service of pulse generator. No adverse event was reported in conjuction with the high lead impedance condition.